Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that after a left leg angioplasty and stent procedure, a 6f celt device was used to close the right common femoral artery. The physician followed all instructions but the device was not at the common femoral artery after deployment. Manual pressure was used to control the access site without further complication. It was assumed that the celt device embolized down the leg. The physician used fluoro to look for the device at the access site. The closure device was not visible in the common femoral artery or immediate surrounding area. The physician did not want to waste time or add additional fluoro exposure to look for the device since he had already determined that he was not going to try to retrieve it. The patient had good distal pulses post procedure and it was later reported that after procedure, patient was discharged per normal procedure with no problems or issues. No other complications were noted.